Event description:
It was reported that while in the interventional cardiology department the intra-aortic balloon (iab) was prepped per instruction and the sheath was inserted via the left femoral artery. The iab was inserted and within "seconds" the pump, kaatii plus, alarmed "high pressure." Under fluoroscopy the md said the iab seemed to not be fully inflated distally. As a result, the iab was removed. Reference medwatch 1219856-2008-00500 for second event and medwatch 1219856-2008-00501 for the third event involving same pt.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.